Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Event description:
It was reported that a patient¿s lead was not providing therapy, so the patient was having a new lead put on the other side to connect to the implantable neurostimulator (ins). The new lead was being placed the day of the report. The existing lead was going to be left in the patient and it was anticipated that the lead would not be used in the future. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v536681, implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: lead. Product ID 3889-28, lot# v536681, implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4). Additional information determined that the correct manufacturing site for this event is site # 3004209178.

Event description:
Additional information received noted that the patient was getting good therapy until a fall. There was no information on date of fall. After the fall, the patient starting feeling the stimulation differently and it was not providing efficacy. The battery and lead were replaced (battery was replaced as it was nearing end of life - considered normal battery depletion). The patient was now receiving good effect with new lead and battery placement. The lead was left in the patient so no return was possible. The battery was disposed of by the facility.